Event description:
The ligasure was being used to grasp tissue and would not activate when being used for a laparoscopic total hysterectomy. The connection for the device was checked and the device still did not work. A new ligasure was hooked up and properly worked.